Event description:
It was reported that during a cryo ablation procedure, phrenic nerve palsy (pnp) occurred shortly after the initiation of right superior pulmonary vein (rspv) cryo ablation. No treatment was performed. The procedure was switched to and completed with radiofrequency. The patient is asymptomatic but the pnp remains. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.